Manufacturer narrative:
Investigation included user-guided troubleshooting with a device restart via the mobile app. Investigation of this case revealed that device function was restored after a reboot, suggesting a transient user interface freeze. It was concluded that the event was attributable to a temporary screen non-responsiveness, resolved with standard troubleshooting, with the device operating as expected after restart.

Event description:
It was reported that during initial setup training, the ilet display became unresponsive on a ¿press and hold¿ screen, preventing selection of a confirmation despite visible screen elements; the user and trainer used the ilet mobile app to restart the device, reentered setup information, and successfully resumed insulin delivery, while a dexcom g7 sensor was in use. Symptoms included no reported adverse physiological effects and no impact to blood glucose. Outcomes included uninterrupted care following recovery actions and no medical intervention.